Event description:
The user facility reported an 82-year-old male with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. Due to patient anatomy, the impella 5.5 was not able to be advanced into the left ventricle. It was able to pass through the peel away sheath and just past the anastomosis of the surgical graft. The decision was made to abort placement of 5.5 and place impella cp with axillary access.

Manufacturer narrative:
The investigation into the delivery issues has been completed. No product was returned. As per clinical, the pump was able to pass through the introducer sheath past the anastomosis of the surgical graft but did not advance into left ventricle due to patient anatomy. The cause of the delivery issue was patient condition related since the pump was unable to advance into left ventricle due to patient anatomy.